Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave emitted "double beep" sound and had damaged lens. No adverse effects reported.

Manufacturer narrative:
One cadd-legacy 1 ambulatory infusion pump was returned for analysis in good condition with a scratched screen. The device was started, and application problems were found with the device double beeping with a cassette attached. The reported issue was verified. The cause of the issue is the down stream sensor, which will be replaced along with the scratched screen.